Event description:
The clinician was attempting to place a dental implant. The clinician reports that while tapping the upper maxilla in the sinus area the handpiece tap separated from the handpiece and settled on the floor of the sinus. The clinician reports that the tap was successfully removed from the sinus by opening the palate and retrieveing.